Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, reproducible by isometrics. Additionally, there was a lead insulation damage noted under the suture collar apparently from tying suture collar too tight. There was no oversensing noted. This lead was explanted and was accidentally thrown away. No additional adverse patient effects were reported.